Manufacturer narrative:
An intuitive field service engineer (fse) followed up with the customer and was advised that the issue did not return since troubleshooting with the intuitive tech support engineer. No site visit was conducted. The system was working properly, and no additional action was required. A log review was performed and confirmed that a 0 degree endoscope was used during the benign hysterectomy procedure on system (B)(4). 48402 errors were identified indicating temperature issues for the scope instrument. This complaint is reportable because a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that a "remove instrument" message presented when the endoscope was installed on arm #3. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove and reseat the drape on arm #3. The issue reoccurred. The site installed the endoscope on arm #2 and the endoscope was recognized. The surgeon only needed 3 arms for the procedure. The surgeon opted to move the camera to arm #2, placed the fenestrated bipolar forceps instrument in arm #1, and left the monopolar curved scissors instrument in arm #4. Arm #3 was undocked and the surgeon continued with the procedure. The caller was advised that the endoscope should be labeled and monitored. The tse reviewed the live logs and found no associated issues with arm #3. The procedure was completed with no reports of patient injury.